Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system for non-malignant pain. The pump was used to deliver bupivacaine 27.5mg/ml, unknown baclofen 1.6mg/ml, dilaudid 20mg/ml, and clonidine 2mcg/ml. Dose information was unknown. It was reported that, beginning on (B)(6) 2022, the patient was hearing the pump beeping. It was described as a two-tone beep, occurring once every eight hours. The patient did feel that she was having more issues with her pain but, per the hcp, the patient frequently complained about her pain level. The reporter was not currently with the patient. The reporter was advised to ensure that the pump was interrogated as soon as possible and that the logs were checked to confirm a pump alarm. The patient's relevant medical history included hashimoto's syndrome. Additional information was received from a company representative (rep) indicated the pump logs were read today and there were no alarms noted. The rep performed an alarm test and the patient said that the sound she heard, did not sound like the pump alarms. The rep suggested to the patient checking around the house for other potential sources for the so und. Additional information received from the healthcare provider reported the cause for the patient having more pain was not determined. There were no actions or interventions taken to resolve the increased pain. The issue resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.